Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer results of third-party testing, the device evaluation and the final investigation. Despite good faith attempts, the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: sampling solution/ auxiliary channel; sampling solution auxiliary water channel cfu: 13cfu bacterial identification: micrococcus luteus; staphylococcus capitis sampling date: (B)(6) 2025 sampling from: distal end unit; instrument/biopsy/suction channel; air/water channel; auxiliary water channel cfu: <1 cfu bacterial identification: n/a based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.